Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried reagent on the tip clamp sleeves in the reported problem area of the pipette assembly. The plunger clamp was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.